Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "instrument pieces broke off during a case". No harm to patient, user or third parties reported. However, the following information was provided: "surgeon was able to complete the procedure however they had to convert to open to retrieve the broken pieces; there was no injury to patient or clinician."

Manufacturer narrative:
The reported device was returned for evaluation. Visual and physical inspection were performed. The complaint was confirmed that one side of the jaws was broken off at the distal end. Further examination found that there was slight corrosion at the point of breakage. This could have been caused by micro-cracks in the material, which in turn could have been caused by the heavy use of the device. According to the lot, the items were manufactured in july 2012. During this time, both the chemical treatment cycles and the work cycles have affected the instrument and as a result, the jaws have broken due to the force exerted when using the instrument. Device history was also reviewed and found no deviation. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).